Event description:
Pt having thyroid procedure; lidocaine was being injected in the et tube for control of post-op coughing and tracheal irritation. This is being done under the drapes since the procedure is still in progress. The cap to the lidocaine is removed and the tube is disconnected. The tube was reconnected, but it was not known to practitioner that the cap to the lidocaine was in the elbow of the anesthesia circuit. The practitioner had the elbow and the cap in his right hand at the same time when the cap went into the elbow. Attaching the elbow to the et tube apparently pushed the cap in further. The cap is a perfect fit, it totally occludes the elbow, but the elbow can still be reconnected to the endotracheal tube. An emergency trach was performed immediately. The cap was then discovered. When the cap was found to be the reason for the inability to ventilate the patient, the tube was removed, she was intubated orally and the trachea was repaired.